Event description:
This is a spontaneous case report received from a non-health care professional in united states on 17-feb-2016. It refers to a female consumer of unspecified age who had essure(fallopian tube occlusion insert) inserted in 2012. Consumer reported that the onset of her complaint was in 2013. She experienced due to essure the following side effects: migraines, body aches, cramps, pain during sex, abnormal periods/heavy bleeding, miscarriage, weight gain, bloating and decreased bone strength. She had a total abdominal hysterectomy and the device was removed in 2014. Additionally, she had an open reduction internal fixation ankle. She considered her surgeries as related to essure. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who became pregnant and had a miscarriage after essure (fallopian tube occlusion insert) insertion. Additionally, she experienced cramps. She underwent a total hysterectomy and essure was removed almost 2 years after its placement. Only miscarriage is unlisted in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance. In this particular case, limited information was provided. However, based on pregnancy's nature; causality with the suspect insert cannot be excluded. Regarding the reported miscarriage, as it is the most common complication of early pregnancy, occurring in up to 20% of clinically recognized pregnancies at less than 20 weeks of gestation due to maternal conditions and fetal chromosomal abnormalities; causality with essure is considered unlikely. The reported cramps, regarded as lower abdominal cramps, were considered as related to essure, based on device safety profile and considering event's nature. Non-serious events were also reported. This case was regarded as incident, since device removal was required. A product technical analysis is being sought. No active follow-up will be pursued, due to lack of contact details.

Manufacturer narrative:
Follow-up received on 14-apr-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who became pregnant and had a miscarriage after essure (fallopian tube occlusion insert) insertion. Additionally, she experienced cramps. She underwent a total hysterectomy and essure was removed almost 2 years after its placement. Only miscarriage is unlisted in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance. In this particular case, limited information was provided. However, based on pregnancy's nature; causality with the suspect insert cannot be excluded. Regarding the reported miscarriage, as it is the most common complication of early pregnancy, occurring in up to 20% of clinically recognized pregnancies at less than 20 weeks of gestation due to maternal conditions and fetal chromosomal abnormalities; causality with essure is considered unlikely. The reported cramps, regarded as lower abdominal cramps, were considered as related to essure, based on device safety profile and considering event's nature. Non-serious events were also reported. This case was regarded as incident, since device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. No active follow-up will be pursued, due to lack of contact details.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.